Event description:
It was later reported that the patient was still having just as much pain when the stimulation was on or off. She experienced pain that was not impacted by the stimulation, she had seen her health care provider about. It was thought that stress could be causing some of her issues. A different program was tried which made ¿it¿ worse. It was clarified that the shocking sensation went all the way down to her foot. Her prior issues have not been resolved. Her patient programmer was not on. She was not able to deal with the settings when the stimulation was on and ¿it¿s about an adjustment¿. If the ¿they¿ cannot get the stimulation working then she may have it taken out. The company representative confirmed that no malfunctions were seen. The patient¿s device was programmed on (B)(6) 2013. The therapy was turned back on and set at a comfortable level. The patient determined the pain in the leg was caused by something else.

Event description:
It was reported the patient had a ¿terrible pain¿ in their hip that went from the implantable neurostimulator (ins) and down their leg, so the patient was barely able to walk. As of the morning of the call, the pain was ¿just as bad.¿ stimulation was on. When stimulation was turned off, the pain went away. It was indicated the patient was currently on program 2 at 1.5v. When switching to program 3 with stimulation a 0.7v, the patient still felt the pain. The pain would subside when the device was off, but the pain was still present at the ins site or hip area. It was noted patient had lost (B)(6) as well. The patient felt that the ins was pressing on a nerve. It was indicated the patient did not feel stimulation other than painfully down their leg. It was added that there were no falls or accidents reported in relation to the complaint, but the patient recalled sitting down ¿hard¿ on a car seat three weeks prior. The patient changed to program 2 at 0.3v. Information received the following day that the shooting pain down their leg would occur whenever stimulation was increased past 0.4v. Two days later, it was reported the patient experienced a shocking or jolting sensation. The patient felt like they were being ¿electrocuted.¿ it was noted the patient ¿had never been able to walk and cannot walk on their right leg.¿ stimulation was decreased to 0.2v and the patient stood up and indicated that it did not help the sensation. It was still ¿uncomfortable.¿ stimulation was then turned off. The patient indicated that it ¿seemed¿ like it had decreased, but it had not stopped. It was noted the patient was reaching for something on their office desk and they fell on their hands and knees. Since then, the pain had been unbearable. This occurred on the date of this report. It was indicated the patient took a pain pill and they could not even walk. About two weeks later, it was reported the cause of the event was self-inflicted. It was noted that an x-ray was taken and the results were negative. No hospitalization was reported and patient outcome was listed as no injury. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va057lw, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After further review, it was noted that the patient had sharp pain on the right leg all the way down to the heel. It was also reported that no one had ever showed the patient how to use the "machine". It was reported that the device was helping but not as good as the patient thought it was going help. It was noted that the patient lost the weight after the patient had a colostomy reversal at the same time of device. It was also noted that the patient had kidney failure and was in the hospital twenty one (21) days. It was unclear what the patient meant by "after they did this." It was reported that the patient heard beeps when they turned the device down to 0.0 volts. After further review, it was reported that the patient was not getting a connection. The patient kept seeing the stimulator with the question mark in the middle of it. It was beeping and there was an "x". It was noted that the patient was getting frustrated. It was noted that patient pain only went to the patient knees once stimulator was turned off. The patient thinks it was the stimulator. It was noted when the patient went from three to two, the patient noted hurt all of the way down over the patient's leg. When trying to adjust again, it was showing a pointer and a circle and arrow that was going around. It was noted that the patient programmer screen was blank. It was noted that the pain did not go all the way down to patient's foot but patient could feel it hurting around the stimulator and patient's hip. It was noted that stimulation and pain was used interchangeable during context of call. After further review, it was reported that the patient was having an xray performed to rule out if there was a "wire loose." After further review, it was reported that when the patient turned the stimulation off the pain decreased. The pain was noted as "not as bad." It was also reported that the patient had a colostomy reversal a month and three days after the implant was implanted. The patient was in the hospital for twenty two days after colostomy reversal. It was noted as far as the patient knew it was unrelated to the implant. After further review, it was reported that "it hurts almost as bad when I have it on as when I have it off." It was also noted that the patient was experience a "little nerve racking." It was also reported that the patient have lupus and during that twenty-two days in the hospital (for colostomy reversal) the patient kidneys shut down and "everything" and the patient was unsure if this was affecting "it."